Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 422 mg/dl, which was treated with manual injection. She stated that the insulin pump had not alarmed to inform her of a low reservoir. She noted that she has neuropathy and had difficulty disconnecting at the quick release. She reported a bent infusion set cannula. The customer's most recent blood glucose was 234 mg/dl. She was advised to disconnect, remove the reservoir, rewind, reinsert the reservoir, and run a manual prime. She confirmed that insulin exited at the quick release. She noted that she changed the site every 3-4 days and was advised that infrequent set changes may lead to partial clogs or high blood glucose. The insulin pump passed the high pressure test during troubleshooting. She was advised to change the entire infusion set, reservoir and insulin. She discovered that the infusion set cannula was bent and was advised that the device was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.